Event description:
Device report from japan reports an event as follows: it was reported that on an unknown date, an unknown type of infection was confirmed. The initial implantation occurred on (B)(6) 2023. On (B)(6) 2024, an appointment for a removal of a tfna implant was scheduled. Patient outcome was reported as stable. No further information is available. This report is for a tfna fenestrated helical blade 80mm ¿ sterile. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: event occurred on an unknown date between (B)(6) 2023 and (B)(6) 2024. D2: additional procode: ktt. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10: date of concomitant therapy is (B)(6) 2023. E3: initial reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history review (DHR): manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 23-jun-2022 expiration date: 01-jun-2032 part number: 04.038.380s, tfna fenestrated helical blade 80mm -sterile lot number: 868p340 (sterile) lot quantity: (B)(4). Note: helical blade was manufactured by elmira; lot numbers 842p524 qty (B)(4) and 842p525 qty (B)(4). Parts were packaged, sterilized and released by monument. One piece was scrapped in cell after being dropped. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn supplied by sterigenics was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.